Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and pregnancy with contraceptive device ("pregnant \ pregnancy (no complications)") in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo an essure confirmation test.". The patient's medical history included parity 4 (total number of live births: ((B)(6) 2000, (B)(6) 2004, (B)(6) 2006, (B)(6) 2007)). Concurrent conditions included obesity. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2010, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("urinary tract infections"), bacterial infection ("bacterial infections"), migraine ("migraines"), headache ("headaches") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed in (B)(6) 2011. At the time of the report, the pelvic pain, pregnancy with contraceptive device, urinary tract infection, bacterial infection, migraine, headache, weight increased and alopecia outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2011. The reporter considered alopecia, bacterial infection, headache, migraine, pelvic pain, pregnancy with contraceptive device, urinary tract infection and weight increased to be related to essure. The reporter commented: patient never experienced any of these conditions prior to receive the essure implant. Since removal of the essure coils, she has found relief from a majority of her symptoms diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.7 kg/sqm. Most recent follow-up information incorporated above includes: on 18-mar-2019: pfs received: reporter added. Patient's demographics were added. Events migraines,headaches,weight gain,hair loss, device monitoring procedure not performed were added. Concomitant condition was added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and pregnancy with contraceptive device ('pregnant \ pregnancy (no complications)') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo an essure confirmation test.". The patient's medical history included parity 4 (total number of live births: ((B)(6) 2000, (B)(6) 2004, (B)(6) 2006, (B)(6) 2007)) and multigravida. Concurrent conditions included obesity. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2010, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("urinary tract infections"), bacterial infection ("bacterial infections"), migraine ("migraines"), headache ("headaches"), alopecia ("hair loss"), abdominal pain lower ("cramping"), complication of device insertion ("one of the fallopian collapsed when implanting and had to remove the device and one was not placed for that side. Unsure of which side specifically") and fallopian tube disorder ("fallopian tube collapse") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed in (B)(6) 2011. At the time of the report, the pelvic pain, pregnancy with contraceptive device, urinary tract infection, bacterial infection, migraine, headache, weight increased, alopecia, abdominal pain lower, complication of device insertion and fallopian tube disorder outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2011. The reporter considered abdominal pain lower, alopecia, bacterial infection, complication of device insertion, fallopian tube disorder, headache, migraine, pelvic pain, pregnancy with contraceptive device, urinary tract infection and weight increased to be related to essure. The reporter commented: patient never experienced any of these conditions prior to receive the essure implant. Since removal of the essure coils, she has found relief from a majority of her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.7 kg/sqm. Most recent follow-up information incorporated above includes: on 19-nov-2019: plaintiff fact sheet received. Events per pfs: cramping and ¿one of the fallopian collapsed when implanting and had to remove the device and one was not placed for that side. Unsure of which side specifically. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and pregnancy with contraceptive device ('pregnant \ pregnancy (no complications)') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo an essure confirmation test.". The patient's medical history included parity 4 (total number of live births: ((B)(6) 2000, (B)(6) 2004, (B)(6) 2006, (B)(6) 2007)) and multigravida. Concurrent conditions included obesity. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2010, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("urinary tract infections"), bacterial infection ("bacterial infections"), migraine ("migraines"), headache ("headaches"), alopecia ("hair loss"), abdominal pain lower ("cramping"), complication of device insertion ("one of the fallopian collapsed when implanting and had to remove the device and one was not placed for that side. Unsure of which side specifically") and fallopian tube disorder ("fallopian tube collapse") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed in (B)(6) 2011. At the time of the report, the pelvic pain, pregnancy with contraceptive device, urinary tract infection, bacterial infection, migraine, headache, weight increased, alopecia, abdominal pain lower, complication of device insertion and fallopian tube disorder outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on 25-jan-2011. The reporter considered abdominal pain lower, alopecia, bacterial infection, complication of device insertion, fallopian tube disorder, headache, migraine, pelvic pain, pregnancy with contraceptive device, urinary tract infection and weight increased to be related to essure. The reporter commented: patient never experienced any of these conditions prior to receive the essure implant. Since removal of the essure coils, she has found relief from a majority of her symptoms diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.7 kg/sqm. Most recent follow-up information incorporated above includes: on 14-apr-2021: reporter was added. Birth date was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and pregnancy with contraceptive device ('pregnant \ pregnancy (no complications)') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo an essure confirmation test." The patient's medical history included parity 4 (total number of live births: ((B)(6) 2000, (B)(6) 2004, (B)(6) 2006, (B)(6) 2007)) and multigravida. Concurrent conditions included obesity. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2010, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("urinary tract infections"), bacterial infection ("bacterial infections"), migraine ("migraines"), headache ("headaches"), alopecia ("hair loss"), abdominal pain lower ("cramping"), complication of device insertion ("one of the fallopian collapsed when implanting and had to remove the device and one was not placed for that side. Unsure of which side specifically") and fallopian tube disorder ("fallopian tube collapse") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed in (B)(6) 2011. At the time of the report, the pelvic pain, pregnancy with contraceptive device, urinary tract infection, bacterial infection, migraine, headache, weight increased, alopecia, abdominal pain lower, complication of device insertion and fallopian tube disorder outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2011. The reporter considered abdominal pain lower, alopecia, bacterial infection, complication of device insertion, fallopian tube disorder, headache, migraine, pelvic pain, pregnancy with contraceptive device, urinary tract infection and weight increased to be related to essure. The reporter commented: patient never experienced any of these conditions prior to receive the essure implant. Since removal of the essure coils, she has found relief from a majority of her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.7 kg/sqm. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 3-may-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and pregnancy with contraceptive device ("pregnant") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), urinary tract infection ("urinary tract infections") and bacterial infection ("bacterial infections"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (underwent a salpingectomy). Essure was removed in 2011. At the time of the report, the pelvic pain, pregnancy with contraceptive device, urinary tract infection and bacterial infection outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered bacterial infection, pelvic pain, pregnancy with contraceptive device and urinary tract infection to be related to essure. The reporter commented: patient never experienced any of these conditions prior to receive the essure implant. Since removal of the essure coils, she has found relief from a majority of her symptoms incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.